Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data will not be analyzed as signal loss for one hour or less is within specification. No injury or medical intervention was reported.